Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue with 069 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/01/2016.device evaluation: the pump has been returned and evaluated by product analysis on 01/18/2016 with the following findings. On investigation, the alleged call service alarm issue was duplicated in the evaluation. The pump powered up with auditory and vibratory features and emitted a language file corruption related hard call service alarm that could not be cleared by pump reboot. The remaining testing could not be completed. Review of black box history found the language file corruption related alarms. Investigation determined that the language file corruption related call service alarm was the result of a defective discrete component on the printed circuit board.